Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 693565, lead; implant: (B)(6) 2014. (B)(4).

Event description:
It was reported by the patients spouse that the bi-v implantable cardioverter defibrillator (ICD) was sounding an alert tone every four hours. It was recommended that they contact their physician. Follow-up with the clinic revealed the patient was seen in-office the same day. The healthcare professional was unable to verify what the alert was for, but did verify the device was interrogated and the alert was cleared. The device and leads remain in use. No patient complications have been reported as a result of this event.